Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient reported a wound under her left breast. The patient indicated that the irritation started as a small sore/blister that grew in size and began draining. The patient reported that her doctor had not prescribed any medication for the sore but referred her to a wound clinic. During a follow up the patient indicated that she'd been given treatment instructions from the wound center, but the irritation was not improving. It was reported that the patient's doctor told the patient it was okay to remove the lifevest until the irritation healed. During a final follow up the patient reported that the wound was still present and that she was going to the wound doctor the following week. The final medical outcome of the irritation is unknown.